Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. An event history log review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. The patient was performing pd therapy on the homechoice at the time of death. The cause of death was unknown. An autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was originally manufactured on an unspecified date in 1997. Upon its receipt from the customer, serial number (B)(4) was tested and found to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. No device hardware malfunction/iipv (increased intraperitoneal volume) was identified related to the reported issue. Should additional relevant information become available, a follow-up will be submitted.